Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing. No unexpected alarms were noted. A47 alarms found in the alarm history file. A47 alarms due to a corrupted history file. The insulin pump was received with minor scratched liquid crystal display window.

Event description:
It is reported that a customer received alarms on their insulin pump. The pt's blood glucose level was unk. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further info was provided.